Event description:
Additional information was provided including the serial number of this iol. The patient experienced halos, and cannot drive at night following the procedure. The iol has not yet been exchanged. Upon receiving three patient identifiers, product identifiers and dates of surgery, it was discovered that a medical device report had previously been submitted for the first identified patient under mfg. Report num. (B)(4). A second medical device report with mfg report num (B)(4). Was submitted for the second identified patient and product. This supplemental medical device report, mfg report num. # (B)(4)., has been updated to reflect the third of three identified patients and products.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient experienced dysphotopsia. The iol was exchanged for a different model iol.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
A surgeon reported that following five intraocular lens (iol) implant procedures, there were unexpected outcomes. The patients are not seeing as well as previous results. These five lenses have been removed from the patients eyes. Additional information was provided that of the five iols there were three different models. One of these events was not attributed to the iol. There are three medical device reports associated with five iols from one surgeon. This report is associated with three iols of one model.